Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. They also stated that the patient's last menstruation day was (B)(6), so the pregnancy must have been very early when this false negative came back, and thought that might be the reason for the negative results. As per the clinitest hcg IFU "hcg serum can be detected as early as 7 days following conception...urine hcg concentrations are approximately one-half of, or less than one-half of corresponding serum hcg concentrations...hcg can likely be detected in urine as early as 14 days after conception (approximately 28 days since the last menstrual cycle)..."

Event description:
The customer reported a false negative hcg. There was no report of injury due to this event.